Manufacturer narrative:
D.11 device returned date 12 aug 2024. Investigation summary: received one (1) used unit 011-h2457 spinning spiros and one (1) used 60 ml bd syringe for inspection. As received, the spin feature on the used spiros was activated and spinning freely. No spline damage or shear tab anomalies were observed. The spiros was separated from the syringe. No damages observed on the threads of the syringe. The spiros was functionally tested and met product specifications. The complaint can be confirmed based on the device being returned activated, indicating a disconnection from the mating device. The probable cause is unknown. The DHR for lot 13582383 was reviewed and no non conformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event involved a (B)(4) units of spiros® closed male luer where the customer reported a separation of the spiros from the body of the syringe during the injection of the anticancer drug. The event occurred at upci department at the pharmacy. There was unknown patient involvement, no adverse event/human harm. Additionally, the customer stated that the medical device was used for the first time, the actions taken in response to the issue for the patient was to remake the chemotherapy treatment using a new connector and a new syringe.